Event description:
It was reported that the right ventricular (rv) lead had low rv coil impedance. The rv lead was reprogrammed. It was further noted that the rv and right atrial (ra) leads were dislodged and wrapped around the device due to twiddlers syndrome. The rv and ra leads were repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.